Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device presented no endoscopic image and there was no signal. The issue occurred during preparation for use for a cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device presented no endoscopic image and there was no signal. The issue occurred during preparation for use for a cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. However, the most likely cause of the customer event is due to the following: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.